Event description:
Reported blood glucose results of "12 mmol/l and 13 mmol/l" with the lifescan meter and "7.0 mmol/l" in a lab device, performed within 20 mins of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The meter and tests strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.